Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Expiration date - requested, not provided. UDI - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - requested, not provided. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 20 has been referenced in the conclusions section.

Event description:
The user facility reported the sheath was already bent. When the angio-seal poly-foil pouch was opened, a kink was found in the center part of the insertion sheath. The device was not used and manual compression was applied for 45 minutes. The physician had completed the training process on the device prior to this case. There was no health damage to the patient.

Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.